Event description:
Allegedly, the pt has made three extensions in data: 2004, 2005, 2006. The breakage happened four months later, caused by fall generating knee trauma. During the second period of the implant, the pt has grown up a lot in weight and height.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the device returned. Additional information has been requested from the surgeon. This report will be amended when the investigation is complete. This event occurred in a foreign country.